Event description:
It was reported a loss of therapeutic effect and the internal neurostimulator (ins) needed to be replaced. Additionally, there was a problem reported with the lead. Patient outcome was not reported. If additional information is received, a follow up report will be sent.

Event description:
Additional information indicated that the system was explanted. Event reported as unknown. Not normal battery depletion was noted. It was stated that the patient reported, the device was "not working." When it was interrogated, the clinician programmer read "device has undergone reset, please reenter serial number." When the serial number of the device was entered, it turned right back on. One and a half month later it was stated that the event description was reported as "non-functional device removed, leads broken."

Manufacturer narrative:
Product ID 7495lz40 lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product typ extension product ID 7495lz40 lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product typ extension product ID 7435 lot#, serial# (B)(4), product typ programmer, patient product ID 3998, lot# la5030, serial# implanted: 2002 (B)(6), explanted: product typ lead. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no significant anomaly. The battery was not in new condition. Final analysis of the lead found the conductor was broken at the twist lock anchor site. Final analysis of the extension (s/n (B)(4)) found no anomaly. Final analysis of the extension (s/n (B)(4)) found no significant anomaly. The outer insulation of the body was cut. Final analysis of the twist lock anchor found no significant anomaly. Tool marks were suspected. Final analysis of the twist lock anchor found no anomaly.

Manufacturer narrative:
Product ID, neu_tlock_anchor lot#, explanted: 2013 (B)(6), product type accessory product ID, neu_tlock_anchor lot#, explanted: 2013 (B)(6), product type accessory product ID, 7495lz40 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 7495lz40 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID, 3998 lot# la5030, implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.